Event description:
Pt started having joint pain 5 years after breast implants. Pain would come and go and then began to get progressively worse. Diagnosed with fibromyalgia. Status: chronic pain. Developed high blood pressure, taken to ER. Put on medication and remains on it. Developed thyroid dysfunction. Put on medication. Colon surgery with premalignant cells in cecum. Polyps removed in 1999. Pt has had kidney stones and polyps were removed from bladder. Pt has had a uti for 4 mos. A cystoscopy is planned. Developed vision problems, that cannot be corrected, restricting driving ability, depression, insomnia, weight loss then weight gain, memory dysfunction, loss of appetite, shortness of breath, chronic fatigue, diagnosis of connective tissue disease, pain in neck, shoulders and lower back. Physician has suggested pt use a cane. Pt had never taken pain medications until 1990 and had to close their business in 1992 because of the memory dysfunction. Depression developed and pt had to consult a psychiatrist. Pt has been disabled since 1993. They see their primary physician every 3 mos because of the fibromyalgia, mental health every 3 mos for the depression. In addition pt has pain in left hip area that is so uncomfortable they are unable to wear undergarments or sleep on that side. Pt is in bed, because of joint pain, at least 3 days a week. Pt's quality of life has deteriorated because of the pain and other symptoms and pt is concerned about the effects of their illness on their two year old marriage.